Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported the system displayed a communication failure error message and locked up. No patient injury was reported.